Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: repair request details: when using 1288 and dvi-in/out , the video is choppy / faulty: after inspecting this product, we were unable to reproduce the symptoms you pointed out. Processing work: we carried out a performance and functionality inspection and quality inspection test. Probable root cause: cables, connectors, sources, or sinks capture card, motherboard, power supply sdc firmware over-heating (air duct, fans, heat sinks, dust, vents) sdc application software, clarity package clarity algorithm use error cybersecurity teleconferencing/calls/video streaming the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.